Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown at the time of the incident. Customers insulin pump noted that a motor current error was detected. No further information was available. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected communication error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.